Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during a vitrectomy with retinal detachment repair procedure, when he went to remove the vitrector from the trocar, the outer part of the vitrector's shaft stayed in the trocar and the inner shaft came out. He was able to manipulate it out of the trocar. A new product was opened and the procedure was completed. There was no harm to the patient.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. One opened probe was received. The returned sample was visually inspected and found to be non-conforming with the needle/stiffener assembly pulled out of the needle holder and the inner cutter broken off inside of the needle. A small amount of adhesive was observed on the stiffener. Functional testing for fit, disassembly activities, and a wear evaluation were unable to be performed due to the visual condition of the probe. Photos of the pak label and product are attached to the parent file and have been reviewed by the manufacturing site. The product and lot information seen on the label match what was reported. The photo of the product confirms that the needle/stiffener shaft has detached from the needle holder. A functional fit test was unable to be performed on the returned probe. However, the evaluation did confirm that the needle/stiffener assembly pulled out of the needle holder, exposing the inner cutter (inner shaft). The exact root cause of the component detachment cannot be determined. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. An internal investigation has been initiated in order to investigate the component separation. All probes are 100% visually inspected during the manufacturing process for excessive manufacturing materials on the needle. All assembled probe needle diameters are also 100% tested for fit into a ring gauge to insure the probe needle does not exceed a trocar opening. All probes are also 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).